Manufacturer narrative:
Customer complaint notes, customer states that he has a insulin pump , been messed up for a year. Spoke to someone 6months ago. Has to change battery every other day, has bottom with tape to hold bottom up. Sn (B)(6) has to put a battery in ever other day symbol of battery the icon on the battery if gone and stops pumping. Low battery and has bought new batteries the rubber cushion on the bottom has came off. The plastic piece came off. The dome label fell off. Battery issue 3-4 months now dop114-950doc: low/short battery lifetime customer reports low battery alarm or short battery life. Device history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the insulin pump not having power for a long period of time. Device received with intermittent button response due to flattened express act, up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device received with normal operating current. Device passed displacement test and self test. Device passed off no power test. No unexpected low battery alarm anomalies noted. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Device received with missing end cap sticker, stained address/serial number label and cracked reservoir tube lip.the test p-cap/reservoir does lock into place. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that insulin pump buttons do not respond and got stuck on utilities and they could not use any buttons to moreover. Customer stated that insulin pump had low battery alert. Customer stated that insulin pump bottom was with tape to hold bottom up. Customer stated that they need to change battery every day. Customer stated that symbol of battery icon on the battery if gone and stops pumping. Customer stated that rubber cushion on the bottom and plastic piece was came off. Customer stated that they having battery issue from three to four months. No harm requiring medical intervention was reported. The device will not be returned for analysis.